Event description:
Customer's wife reported that the customer had been experiencing frequent low blood glucose during the night. She stated that it dropped so low that the customer became confused. The blood glucose reading was 65 mg/dl at the time of the report. Customer treated with juice and food. Customer's wife was unsure of the dates and the exact blood glucose readings for the low blood glucose events. She stated that they had to go see a nurse practitioner to have the settings adjusted. She stated that the drive support cap appeared to be normal and recessed. She stated that the reservoir showed the same amount of insulin as what was shown on the status screen. The insulin pump had not been exposed to any strong magnetic fields or MRI. She was unsure of what changes the nurse practitioner had made. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.